Event description:
The customer stated, that she rec'd a shipment of 15 packs of a new lot# 49238m201 of troponin adv reagent. The customer states, that one pack was put on the instrument and apparently had a cracked hinge on the flipper bar which caused a probe crash to occur. The customer also found the same issue with another pack and stated that each reagent pack will be inspected prior to running on instrument. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.